Manufacturer narrative:
Batch review performed on 18 august 2021: lot 1901886: (B)(4) items manufactured and released on 17-june-2019. Expiration date: 2024-june-04. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event. Clinical evaluation: one year after secondary tka (the insert was changed to a thicker one, implanted one year before) the prosthesis is revised to change the position (rotation) and to allow patellar tendon reconstruction. There is no reason to suspect a faulty device at the origin of this reoperation.

Event description:
1 year and 8 months after the primary surgery, the patient had a second prosthesis revision together with patellar tendon reconstruction. The surgeon thought that the femoral component was slightly inside rotated and the patient had pain. Hinge prosthesis implanted.